Event description:
Confused elderly pt got out of bed without asking for assistance. Bed alarm did not sound to alert staff. Pt was found on the floor, having fallen. Pt was taken to emergency dept with large gash to forehead, bruising and swelling to both knees and temporary neurological deficits.